Event description:
A family member reported that the patient was unable to test on the meter due to clean test area message. About a month ago, patient tried testing their blood glucose in the evening and got the message of clean test area. Patient took their oral diabetes medication. "Patient felt out of sorts without any particular symptoms". The next morning, patient family found patient unconscious and was taken to the hospital. Per the family member the patient had not tested on the meter that morning prior to passing out. Unknown what the reading at the hospital was. Patient was treated with IV glucose at the hospital and was hospitalized. Patient's family member called lfs 1 month later. Patient had attemped perorming a check strip test on the meter, but got the clean test area message as the result. The issue was not resolved with troubleshooting.